Manufacturer narrative:
Neither the needles nor the system were returned for investigation. Manufacturing records for the system were reviewed and no observations related to the reported issue were noted. It is likely that this issue was caused from moisture in the gas lines causing a blockage in the needle. Galil medical has implemented an automatic flush sequence in the software and has made shorter gas lines available ot customers. Additionally, galil medical has begun implementing system upgrades which include improvements in the drying capability of the system. Moisture causing a gas clog in a needle is a known inherent risk in any cryoablation procedure. The visual ice user manual provides troubleshooting instructions on flushing a needle if a customer suspects a gas clog.

Event description:
During a cryoablation procedure using an icerod I-thaw needle with a presice cryoablation system, it was reported that during the second freeze, the needle did not work. The user tried to thaw and then freeze again, but it still did not work. It was not possible to replace the needle with another one, so the user completed the case with the other needles. The physician is not yet certain if the single freeze was adequate. The patient will be evaluated per standard follow-up procedures to determine if retreatment is necessary.